Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm x 2.5 mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted up due to scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier stent delivery system was returned for analysis. A visual examination of the stent found stent damage-proximal strut rows lifted and bunching distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm x 2.5mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted up due to scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.